Event description:
It was reported the patient had ¿developed a suture granuloma over the left abdominal implantable neurostimulator (ins) pocket site.¿ there was ¿no fluid collection seen during a pocket site exploration.¿ an ¿antibiotic wash was done and the wound subsequently closed.¿ it was noted the system was ¿in a normal functioning state¿ and remained intact. Furthermore, impedance testing was performed and found impedances to be ¿within the normal range.¿ the system remained implanted and in service at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).